Event description:
As reported by a patient from a received letter by edwards thv implant patient registry, the patient is alleging that their 23mm sapien 3 ultra valve is 'leaking badly,' and the device is still implanted. Updated information revealed that the patient had a mild paravalvular leak, and the leak was plugged approximately 5 months post procedure. Of note, the patient did follow up with the physician post procedure.

Manufacturer narrative:
The investigation is ongoing. The valve remains implanted in the patient.

Manufacturer narrative:
Update to b7 (other relevant history), h6 (device code, type of investigation, investigation findings and investigation conclusions) and h10 to reflect medical record review and engineering investigation. The 23mm sapien 3 was not returned to edwards lifesciences for evaluation as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Medical records were received and reviewed. A 23mm sapien 3 was implanted in the aortic position and was well seated. There was mild paravalvular leak (pvl) and trace/trivial aortic regurgitation with an aortic valve mean gradient of 7mmhg. The patient was discharged in stable condition. The record did not include any 30-day post tavr echocardiograms or any cardiology records regarding surgery or intervention post tavr implant. The patient alleged that the 'valve is leaking badly', there is no clear indication from these records that the leak was either paravalvular or transvaluar. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. The commander delivery system with s3/s3u instructions for use (IFU) were reviewed for guidance and instructions. The IFU provides instructions on potential adverse events, which include paravalvular leak or transvalvular leak. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for regurgitation-unknown was unable to be confirmed due to unavailability of relevant imagery or medical records. The provided medical report only captured pod 1 results, which indicated that the valve was well seated with mild pvl, trace aortic regurgitation, and mean gradient of 7mmhg. A review of the device history revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials also revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. As reported, 'approximately 5 months post procedure, 23mm sapien 3 ultra valve is 'leaking badly,' and the device is still implanted'. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration (svd). Paravalvular regurgitation (pvl) may develop due to patient factors involving cardiac remodeling. Transvalvular regurgitation due to svd may result from calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, a conclusive root cause is unable to be determined at this time. However, it may be due to patient factors (htn, hld). Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No labeling/IFU deficiencies were identified; therefore, no corrective or preventative action, nor product risk assessment (pra) is required at this time.